Event description:
Upon initiation of ventilation, low pressures were noted on anesthesia machine. Immediate examination reveal a torn tubing of the above system. Anesthesia circuit was replaced and surgery begun. No injury or illness to patient.manufacturer notified immediately. Representatives from the company came to hospital. All circuits of that lot number were examined with no defective circuits foundinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: alarm - low inspiratory pressure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.